Event description:
The customer called to report multiple motor error alarms. The customer also reported a button error alarm and unresponsive buttons. The customer's blood glucose was greater than 300 mg/dl yesterday, but troubleshooting could not be conducted due to the button error alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a protruded / loose drive support disk. The motor passed the motor test. No button error alarm noted. Unable to perform the excessive no delivery alarm test due to the prime anomaly.